Event description:
Reporter indicated via clinic notes received to the manufacturer that a patient was having increased seizures and the vns device was registering eos = yes. The patient was requiring more valium medication as a result of the increased seizures. Vns generator replacement surgery was planned, and no medications were changed. The patient had vns generator replacement surgery performed on (B)(6) 2012. Attempts for further information and return of the explanted generator are in progress.

Event description:
All further attempts to the reporter for additional information regarding the increased seizures have been unsuccessful to date. Manufacturer follow-up with the hospital revealed the explanted vns generator was discarded after surgery.

Manufacturer narrative:
.

Event description:
Reporter indicated via the manufacturer's implant card that vns diagnostics were within normal limits with the new vns generator and resident lead at the (B)(6) 2012 generator replacement surgery.